Event description:
It was reported that it was required to change out the physician's db9 to usb serial adapter cable to due to a failure to interrogate vns generators. Attempts were made to reinsert the cable, but did not succeed in resolving the issue. Once the cord was exchanged, the generator was able to interrogate successfully. Patient therapy was not impacted by this occurrence. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.